Event description:
It was reported that the wire was fractured. The 60% stenosed target lesion was located in the moderately calcified and not very tortuous straight segment in the mid-distal anterior tibial. During the procedure, resistance was felt upon advancing and it was noted that the wire fractured into two pieces. The devices were pulled together and the physician had to re-position a new wire and used a whole new device to complete the procedure. Per client, it felt that the break was on ether entire time, difficult to pass or retrieve wire. There was no injury reported and the patient is safe, and healthy.